Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid and an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the proximal face of the seal and on the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial fibrillation ablation procedure, there was a leak from the hemostasis valve of the introducer. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.